Manufacturer narrative:
Continuation of medical devices: 459888 lead, implanted (B)(6) 2016; 5076-52 lead, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an audible alert tone after the patient had a mitral valve repair. Remote transmission showed a right ventricular lead integrity warning alert for sensing integrity counter (sic), occasional far-field oversensing and a lead impedance issue. It was noted that the patient was in surgery during the recorded episodes. The device remains in use. No patient complications have been reported as a result of this event.